Event description:
Customer reported the insulin pump alarmed motor error. Customer was able to complete rewind process, but the device alarmed check settings. Customer's blood glucose was 123 mg/dl. Device alarmed during basal. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. No check setting alarm noted during testing. The device was received with cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.